Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleged about insulin pump under delivering insulin. The customer¿s blood glucose level at the time of incident was 21.6 mmol/l. The customer¿s current blood glucose level was 21.6 mmol/l. The customer treated high blood glucose level with insulin pump. The customer alleged that the insulin pump was under delivering insulin as whenever insulin was already closed to drain it seemed that the insulin pump was under delivering insulin. The insulin pump had crack on the side of the display screen. The drive support cap was normal. Troubleshooting was performed and the device will not return for analysis.